Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported physical resistance / sticking (lock line - difficulty) or improper or incorrect procedure or method (failure to follow steps / instructions). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficulty removing the lock line could not be conclusively determined. It is possible that the lock line became knotted during lock line removal. However, this cannot be confirmed. The reported improper or incorrect procedure or method was associated with the user reporting that they did not follow certain steps of lock line removal (ends of lock line not held during unwrapping and initial removal). It could not be conclusively determined if this deviation contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, lock line was seized in clip delivery system shaft. The lock line was removed along with the clip delivery system. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, lock line was seized in clip delivery system shaft. The lock line was removed along with the clip delivery system. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.